Event description:
Reporter alleged high blood glucose readings, so called the fire department as a result. Customer stated their meter read 290 & 300 mg/dl back to back with fire department measurement of 130 or 140 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.